Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system would not boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned neurovascular treatment was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the flexvision display was defective. Fse replaced the flexvision pc and to perform the software upgradation of the complete system fse also replaced the host pc and ippc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however after replacement of flexvision pc, host pc, frontal and lateral ippc, and software upgradation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.